Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported having a syringe of unspecified juvéderm voluma where the plunger burst. The product was disposed all over a glove. While the device was in contact with the patient, the luer lock popped off by the force from the plunger. The packaged needle had been used. There were no reported injuries.